Manufacturer narrative:
No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed to be in good condition but is leaking from the drain fitting. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device does leak from the drain fitting. The drain fitting wasn't installed properly.by repair technician. The root cause of the reported issue was found to be service and repair. Actions were taken to mitigate the reported issue: reinstalled the drain fitting.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing showed the device leaked from the drain fitting area. The examination of the leak site identified that the drain fitting was assembled incorrectly during last service at manufacturer. The drain fitting was reinstalled and the device passed all testing.

Event description:
It was reported the device was found leaking at the tank during pre-use set up. No patient involvement.